Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concerns of alcl.

Event description:
Healthcare professional reported via device tracking form, reported left side rupture and "concerns alcl" device has been explanted and replaced.